Event description:
It was reported that there was a tubing leaking at the filter. There was patient involvement and no patient harm reported.

Manufacturer narrative:
E1 - initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.